Event description:
The customer reported that the thread on the extra compression ring has loosened during insertion of the screw, before using the compression option. There was no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.